Manufacturer narrative:
Additional information received reported that the complications associated with the medtronic devices were summarized as follows: cerebral infarction - serial # (B)(6), catalogue # vamf3232c200te, ubd: 2017-11-23, mfg date: 2015-11-24, UDI: (B)(4). Cerebral infarction - serial # (B)(6) - catalogue # vamf3636c200te, ubd: 2019-04-12, mfg date: 2017-04-12, UDI: (B)(4). Paraplegia (double stent) - serial # (B)(6) - catalogue # vamf3030c200te, ubd: 2016-11-02, mfg date: 2014-11-03, UDI: (B)(4). In-hospital paraplegia (double stent) - serial # (B)(6) - catalogue # vamf3434c200te, ubd: 2017-05-10, mfg date: 2015-05-11, UDI: (B)(4) months postoperative cerebral hemorrhage - unknown valiant device details aortic rupture, 18 months after surgery - serial # (B)(6) - catalogue # vamf3636c200te, ubd: 2017-05-07, mfg date: 2015-05-08, UDI: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; outcomes of chimney technique for preservation of the left subclavian artery in type b aortic dissection ding, huanyu et al. European journal of vascular and endovascular surgery, volume 57, issue 3, 374 - 381 https://doi.org/10.1016/j.ejvs.2018.09.005, average age, average gender. If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant stent graft systems were implanted in patients for tevar combined with a lsa chimney in patients with type b aortic dissections (tbad) on unknown dates. On an unknown follow up dates the following adverse events were identified: puncture site complications, femoral artery stenosis/occlusion, brachial artery local infection, aortic rupture, major stroke, spinal cord ischaemia, chimney stent occlusion and re-intervention. Per the physician the cause of the events are undetermined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.